Event description:
A service engineer in the (B)(6) cancer treatment centre, (B)(6), went to unplug the power supply unit (psu) of the medical device apolloblue and the entire casing of the psu came away in his hand, exposing potentially live parts inside. This represents a health and safety hazard which might result in electrical shock. The psu is of type fw7660m/24 of the company friwo geratebau (B)(4). Used batch is 47130. There has been no harm or serious deterioration of persons.